Manufacturer narrative:
Device not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp pump inserted in the left femoral for acute myocardial infarction (ami) with shock. The patient was bleeding from the access site and an unknown amount of blood transfusion was administered.